Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2019, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 05-jun-2023, UDI#: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient says that they are seeing a settings not available screen which started happening this past weekend. Pt says the stimulation is "down at 1 and I need to increase it". Pt says controller and ins are at 100 percent. Pt says all groups are doing this. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from patient who reported they are continuing to get settings not available message. They reported three weeks ago they had their therapy set where they were on two lead contact points however, now it would not connect and they got this message. Patient was redirected to healthcare provider (hcp). Additional information was received; it was reported the patient had broken leads and manufacturer representative was aware and recommended a replacement as the battery was due to be replaced. The patient was reprogrammed until no active leads were available. The issue was not resolved, the leads needed to be replaced and wanted to update to a new battery and new leads.